Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, the epg was analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, pacing failure occurred. The physician noted missing pacing pulses. The failure was also noted to be intermittent. The epg and patient cable were returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.